Manufacturer narrative:
Image review the customer proved 2 cine images of the device in the patient. A review of both images shows the twist in the balloon adjacent to the middle marker bands. In one image there appears to be two calcified lesions distal to the twist. In the second image there also appears to be a calcified lesion distal to the twist and an air bubble beside the distal marker band. Device evaluation a visual examination of the catheter was carried out and a twist was noted in the middle of the balloon adjacent to the middle marker bands, a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire was loaded through the tip and exited the inflation port of the hub without any difficulty. An indeflator with pressure gauge was used to inflate the balloon to 8 atm and the balloon inflated without issue. A visual inspection of the inflated balloon found that there was a twist visible in the inner lumen approximately 2.5 mm distal to the middle marker bands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nanocross pta balloon along with a spider fx embolic protection device during procedure to treat a moderately calcified lesion in the left mid to distal superficial femoral artery (sfa) with 80-90% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 5mm and 170mm respectively. Medtronic everest inflation device was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. Negatove prep was performed. The balloon did not inflate completely. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. It was reported that the balloon was advanced to lesion. Upon inflation, portion of the balloon did not expand. Physician suspected that the section un-deflated portion was possibly an air bubble. Balloon was deflated, repositioned and re inflated. Section of balloon still did not expand. There was no patient injury.